Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced two episodes of abscess at the infusion site and when the abscess was pierced, flexible cannulas were found in the subcutaneous area. The patient was placed on antibiotics on (B)(6) 2025. Patient faced abscess, induration, necrosis, infection and pain. No further information available.